Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1107811 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000/ lot 1107811, test base part number 192-430/ lot 1107811. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1107811 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to sample interface.

Event description:
The customer reported five (5) false positive results with the ID now covid-19 assay 2.0 performed on multiple patients on an unknown date on unknown sample types. This MFR. Report addresses test five (5) of five (5). The customer reported a false positive result with the ID now covid-19 assay 2.0 performed on an unknown date on an unknown sample type. Confirmation testing was performed via pcr (platform: unknown) on the same day which generated a negative result. No additional patient information, including treatment and outcome, was provided.